Event description:
Follow-up identified surgery took place on (B)(6) 2018 where the lead was replaced with a new lead. Effective stimulation was achieved postoperatively and the issue resolved.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced a loss of therapy. Reprogramming was attempted to no avail. Diagnostic testing identified high impedances values over 3000ohms. As a result, surgical intervention is pending as the next course of action.